Event description:
Complainant alleged that during cardioversion, treatment of a pt (age and gender unknown) the device inappropriately displayed a "bridge test failed" message. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt due to the reported malfunction.